Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a double row rotator cuff repair, the anchor of the multifix s-ultra broke in the middle while passing the sutures. The procedure was successfully completed with non-significant delay using a back-up device. The broken piece was there with the anchor and it was removed carefully out of the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the anchor body, sleeve, and molded screw were returned showing no signs of fracture. The suture and suture loader were not returned. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.